Event description:
Patient was revised to address loosening of the femoral component and tibial tray. Poly wear of the patella and tibial insert were reported.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any add'l reports against the product lot code. The investigation could not draw any conclusions about the reported event without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.